Event description:
It was reported the pt found to have infection at the surgical site. The surgical site was thoroughly cleaned but the hardware was left in place. Culture shows +rsa in the pt blood.

Manufacturer narrative:
Labeling review of the sequoia system indicates the product is provided non-sterile to the end-user. Additionally, the instructions for use provided to the end-user includes sterilization instructions that are to be performed prior to surgical use. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.